Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported the pump required frequent battery changes and was frequently alerting for low battery warnings and replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the complaint could not be confirmed on investigation. A review of the pump¿s history revealed low battery warnings and evidence of excessive battery usage with the same battery. The no defects or damage were found to the pump¿s power related components. Unrelated to the complaint, investigation revealed the display to be dim and discolored.